Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported, the insulin pump's screen was frozen prior to the alarm occurring. Customer stated they replaced the battery in attempt to resolve the issue, but a button error alarm occurred after. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported placing the insulin pump in their bra. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.